Manufacturer narrative:
Product ID 3487a-33 lot# j0526965v, implanted: 2005 (B)(6); product type lead product ID 748951, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2006 (B)(6); product type extension product ID neu_unknown_lead, serial# unknown; product type lead. (B)(4).

Event description:
It was noted the event had occurred in 2008. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient¿s wire came loose and got infected. The reporter noted the device was bothering the patient. It was noted the patient had to have the wires replaced at that time. Additional information has been requested but was not available as of the date of this report.